Event description:
Hello, I am writing to you in hopes that you will immediately take a nation-wide alert approach on the subject that I am about to share with you. I was a pharmacy tech for over 20 years. I have discovered a dispensing software system glitch in retail chains. Years ago, I was working at a pharmacy and began noticing that we were having an inordinate amount of med errors coming back to us. I spoke to the pharmacy manager and she said "techs just aren't scanning the meds correctly". I intuitively knew that was not the reason, as our staff was all very experienced and diligent in their duties. I began troubleshooting our system to find out what was really going on. What I discovered was that I could scan literally any random bar-code/ndc of any med while in dispensing and as long as the last medication in the sequence was the correct bar-code the system would push all of the meds through as if they were all correct. I showed the pharmacy manager the glitch and she said "oh, we will catch that upon visual inspection". I was mortified by this response. Clearly, the errors were not being caught upon visual inspection. Long story short, I had to work for six months hounding the corporation to fix this glitch. The reason I am writing you today is because I was recently talking shop with a former fellow coworker who has gone to work for a different corporate chain pharmacy and she stated "oh yeah, that same glitch exists in our system too, and I barely caught the wrong strength of insulin at the counter before it went out to the patient the other day because of it". This comment made me realize that there are likely multiple other chains nation-wide that have this software glitch too. It has got to be addressed nation-wide. Submission ID: (B)(6).